Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure and latch solenoid froze and started smoking. The board for aux drawer 1 had no lights on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 10-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) connected to the station using remote support service and found no drawer failure alert at the top of the screen and confirmed that there were no issues with the device, and no further investigation was required. Customer stated that the issue had already been resolved. The system functioned as intended when the field service engineer investigated the issue.

Event description:
It was reported that when using thebd pyxis¿ medstation¿ es auxiliary had a drawer failure and latch solenoid froze and started smoking. The board for aux drawer 1 had no lights on.however, there were no delays or adverse events or injuries reported based on this event.